Manufacturer narrative:
Device history record (DHR) review was conducted for the identified lot number and serial number of the disposable device. No abnormalities were found related to the reported information. This device passed final testing prior to release. Reference internal complaint: (B)(4).

Event description:
It was reported during a novasure endometrial ablation on (B)(6) 2015, the physician had difficulty retracting the electrode array. It was noted there was a tear on the patient's cervix. The physician then sutured the patient and the patient was discharged home.